Event description:
It was reported that (1) device was used during a laparoscopic oophorectomy. It was reported by the rep that the tsw35 stapler was used and the cartridge fell into the abdomen. The cartridge was retrieved. The case was completed by using another instrument. There was no consequence to the pt.